Event description:
The customer reported that the left monitor would go black intermittently. No patient injury was reported.

Manufacturer narrative:
The ge representative conducted an on-site investigation. The left monitor was replaced. The system was tested and is now operating as intended.